Event description:
On 06/15/2026, a healthcare professional reported that the glidewell ht implant failed. The patient's bone type is ii, and their oral hygiene is good. The patient presented on (B)(6) 2025, for a primary procedure on tooth #30. The patient returned on (B)(6) 2026, after the final prosthesis delivery. Upon examination, the provider noted that the implant failed to osseointegrate, and the device was removed on (B)(6) 2026. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).